Event description:
Device issue: none. Adverse event: stenosis requiring intervention. Time of adverse event: approximately 20 months post procedure. It was reported via a trial that on (B)(6) 2008, the pt underwent stenting of the pre-dilated restenosed non-abbott stent mid right coronary artery (rca) with a xience v stent. On (B)(6) 2010, the pt experienced angina and was admitted to the hospital. Diagnostic coronary angiography revealed in-stent restenosis of the xience v stent within the rca resulting in treatment with percutaneous coronary intervention. The pt was discharged on (B)(6) 2010. No additional information was available.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: restenosis and angina are known adverse events as listed in the xience v instructions for use (IFU). Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the 3.0 x 28mm xience v stent was implanted to treat in-stent restenosis of a non-abbott stent, it should be noted that the xience v IFU states: the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The IFU cautions that: the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects. All stent delivery systems are subjected to 100% visual inspection. In addition, a quality control (qc) audit inspection is used to verify the product quality.